Event description:
It was reported that the caller experienced a cgm error 42 related to their sensor. There was no adverse impact to the customer¿s blood glucose level. The caller followed instructions from technical support to reset the pump, which successfully resolved the issue, allowing the sensor session to start without further errors.